Manufacturer narrative:
Sophysa has received the returned piece and the product in question has been examined according to our quality control procedure: the returned valve doesn't have the same serial number and lot number as reported in the incident report. We are not sure if the returned piece is well the suspect device. The analysis below is only responsible for the returned piece but not serve as the conclusion to the incident investigation. Visual check: the valve returned is dry without any deposits. A reservoir is stuck on the valve. A mark is visible on one fixation hole. The visual sight shows that screw and inlet connector are slightly unscrewed. Functional control: the ball is mechanism is not stuck and the rotor could be turned without difficulty. Pressure control: the pressure at all positions are lower than the specification. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. The lower pressure at all pressure setting positions could be explained by the unscrew of the inlet connector. We are not clear what caused the unscrew of the inlet connector as the inlet connector and pressure are calibrated during manufacturing process. However, this finding could not explain the incident encountered by the user as the original problem is the difficulty to change the pressure setting which was found to be normal during the analysis on the returned piece. As the serial number and lot number of the returned piece doesn't correspond to the suspected device in the original incident report, we don't have sufficient information to conclude the cause to the incident.

Event description:
The doctor was not able to do pressure change in the valve/ the valve was then explanted and exchanged with a new device of the same model.

Event description:
The doctor was not able to do pressure change in the valve/ the valve was then explanted and exchanged with a new device of the same model.